Event description:
Procedure: laparoscopic inguinal hernia repair. According to the reporter, the balloon was defective. There was no risk of harm to the user or the patient.

Manufacturer narrative:
(B)(4). Initial report sent to FDA on 04/29/2015.